Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.